Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 21-may-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3600-2 double loaded fibertak anchor became loose at the moment of tying the knots. When setting the anchor, the surgeon pulled one suture from each side at the ends. This was discovered during a slap lesion rupture procedure with no patient harm reported. A procedural delay of 10 minutes was experienced and no additional anesthesia was administered. The case was completed by inserting a titanium anchor. The patient's bone quality was described as average.